Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nighttime hypoglycemic event while using the ilet integrated with a dexcom cgm, and the user sought confirmation that the dexcom was properly connected to the ilet; connection was confirmed and the user was referred to dexcom support for app-related concerns. Symptoms included low blood glucose with a nadir reported as ¿low¿ less than 50 mg/dl and an episode duration under thirty minutes, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates (apple juice), receipt of cgm alerts for low and urgent low glucose, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.